Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced dizziness due to loss of capture on the right ventricular (rv) lead. The lead had high impedance and a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.